Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the monitor froze. Intubation of the patient was completed, the user had to restart the device twice before it was working. No negative impact in state of health reported.

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).